Manufacturer narrative:
Additional information: h6 (device codes), h7, h9. Investigation conclusion: the customer reported that there were defective pcu (8015) keypads resulting in the devices not turning on was confirmed. Test results identified that the returned keypads¿ on keys were not functioning and the ac indicator lights did not illuminate. Device inspection: external and internal inspection was performed on (qty 2, (B)(4), and (qty 1, (B)(4). During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Cracks under magnification were also found on the traces of the circuit layer for two of the three returned keypads (qty 2, (B)(4). Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(4), service history record showed the device had a manufacture date of (B)(6) 2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only front case keypad assemblies were provided for the investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.